Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. Cultures were taken and the patient was treated with antibiotic. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.